Event description:
It was reported the patient experienced loss of stimulation. As a result, the patient underwent surgical intervention to explant and replace the ipg. Additionally, the patient's ipg site was revised as the patient had lost weight. The patient is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.